Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for bleeding as per allegation. Based on the available information, it is unclear whether the device contributed to the cause of reported adverse event. The exact cause of the issue remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a parent guiding sheath (6 fr, medikit) was inserted from the left femoral artery during evt for the right iliac artery. After the procedure, hemostasis was successfully achieved by using the angio-seal device. However, the pulse of the peripheral blood vessel was not felt. Retrograde angiography revealed stenosis at the puncture site. A guidewire was delivered using a crossover approach and the stenosis was dilated using a 7 mm mse several times. Finally, a dcb was used to complete the procedure. Cine angiography confirmed the stenosis was relieved. Since then, the patient's condition has been favorable and there is no problem. Although there was no problem in the procedure, the physician now thought that the tamper tube was inserted deeper than usual. The patient recovered. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 8 mm. There was no other equipment or devices being used with the reported product. A pre-deployment angiogram was performed. It was a left femoral artery puncture. The patient required non-surgical intervention due to the event- type dcb, an angiogram was performed to diagnose the vascular insufficiency.